Manufacturer narrative:
This report is for an unk - screws: humeral nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the fracture is opened and reduced, after intramedullary reaming and insertion of the nail multiloc, the proximal locking technique is performed, which presents drawbacks for the correct insertion of the screws multiloc 4.5. The proximal screws are removed with the open technique and the nail placement steps are repeated with the fixation of two screws multiloc 4.5 and with the distal fixation with two screws 4.0. Procedure was completed successfully with (60) minutes delay. This report is for one (1) 8.5mm ti multiloc humeral nail right/cann/270mm-sterile. This is report 1 of 2 for complaint (B)(4).